Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, a needlestick injury occurred when the user tried to remove a stuck element, then the thumb slipped inside the holder, touching the non-patient needle. The finger was in dakin for 30 minutes, medical follow-up and triple therapy was provided to the user.

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: material #: 367284 . Lot/batch #: unknown. Bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed, and it can be confirmed that the front needle is safely covered by the safety shield. However, the condition of the non-patient needle cannot be seen from the photo. The holder attached to the device seems wide and open; it is not one of our products. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, a needlestick injury occurred when the user tried to remove a stuck element, then the thumb slipped inside the holder, touching the non-patient needle. The finger was in dakin for 30 minutes, medical follow-up and triple therapy was provided to the user.